Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. One unpackaged ar-8724v-18 serial/batch number unknown was received for investigation. Functional testing was performed and showed the device functions as intended. Visual inspection noted no signs of significant damage on the device. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-8916vnl-03 volar distal radius plate and two ar-8724v-18 low profile va locking screws failed during a volar distal radius orif procedure on (B)(6) 2025. While inserting the screws into the two most distal holes of the plate using an ar-8916tl-011 torque limiter, the screws did not lock into the plate and passed straight through. The plate and screws were removed from the patient, and the case was completed using a replacement ar-8916vnl-03 plate and two new low profile va locking screws. The patient had softer bone, which had been prepared using an elevator. The case was delayed approximately 5¿10 minutes, requiring additional anesthesia. There was no harm to the patient.